Event description:
It was reported that the pt returned approx 2 weeks post operatively with a shoulder infection. The pt underwent irrigation and debridement of the wound and was administered intravenous antibiotic therapy along with extensive physical therapy treatment. The initial procedure was an arthroscopic acromioplasty, limited debridement glenoid, open rotator cuff repair in the right shoulder. This is the first of two similar cases presenting the same organism have been reported by the same facility and involving the same surgeon. This device is used for treatment.

Manufacturer narrative:
Device history record review revealed nothing relevant to this event. There are no other complaints for this part/lot number combination and no issues were found with the sterilization of this product. Propionibacterium acnes, the most common organism of this species is typically found in sebaceous glands and follicles. From the info available, cross-contamination is the most likely cause of the condition reported. This event is not considered a product related issue.